Event description:
It was reported that the patient was experiencing medication reaction from anesthesia post spinal cord stimulation (scs) implant. Patient stated it was not due to spinal cord stimulation (scs). Patient is recovering and doing better.